Event description:
It was reported that the target lesion was located in the proximal circumflex with moderate tortuosity, mild calcification and 100% stenosis. After a non-abbott stent was implanted in the target lesion, a 3.25 x 15 mm trek nc balloon was advanced to the lesion. However it was unable to be inflated due to movement of the balloon, as balloon slipping occurred. The procedure was completed using the stent delivery system (sds) balloon without issue. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion; stent: resolute integrity. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.